Event description:
It was reported the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was replaced and relocated to a new site. The infection is being treated via oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicating the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. As a result, the ipg was replaced and relocated to a new site. Oral antibiotics were administered to the patient to address the issue. However, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. During processing of this complaint, attempts were made to obtain complete device and event information.